Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had absence of no delivery alarm. Caller stated that the customer had high blood glucose of 436 mg/dl and the insulin pump did not alarm to alert then of the problem. Caller stated that the customer changed the reservoir and infusion set, but the insulin pump was not delivering any insulin and was not alarming. Advised customer to seek medical attention and call later for troubleshoots the insulin pump. Nothing further was reported.